Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hydrosil catheter size had discrepancy. Per additional received on 23apr2025, parents struggled to pass the catheter on several occasions and noted size discrepancies with the catheters. Required multiple attempts to catheterise child due to issues with catheter, felt thinner catheter was difficult to pass.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Photo: received one (1) photo sample. Photo sample showcases two (2) iscs outside of their packaging. Visual: received 2 hydrosil intermittent catheters. Verified material number 62608p and batch number jugn9131. Attempted to pass 8 fr/ch catheter into french gauge to determine size. Catheter was unable to go through french gauge number 8. 9 fr/ch. Therefore, the product does not meet specifications. A labeling review is not required because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hydrosil catheter size had discrepancy. Per additional received on 23apr2025, parents struggled to pass the catheter on several occasions and noted size discrepancies with the catheters. Required multiple attempts to catheterize child due to issues with catheter, felt thinner catheter was difficult to pass.

Event description:
It was reported that the hydrosil catheter size had discrepancy. Per additional received on 23apr2025, parents struggled to pass the catheter on several occasions and noted size discrepancies with the catheters. Required multiple attempts to catheterize child due to issues with catheter, felt thinner catheter was difficult to pass.

Manufacturer narrative:
The reported event is unconfirmed. Received one (1) photo sample. Photo sample showcases two (2) iscs outside of their packaging. Received 2 hydrosil intermittent catheters. Verified material number 62608p and batch number jugn9131. No nicks, burrs, bends, flash, bumps or sharps present. Measured values were obtained and compared to dwg241704 rev 5. Values measured are listed below. Based on acceptable criteria outlined obtained value meet specification. Therefore, product meets specifications. As the reported event is unconfirmed, a risk and labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. Corrections: e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.